Manufacturer narrative:
(B)(4). Additional narrative: the patient underwent mesh implantation concurrently with vaginal hysterectomy, anterior and posterior repair, fixation of the vaginal apex to the sacrospinous ligament, and cystoscopy. It was reported that following insertion the patient experienced physical /pelvic/vaginal / rectal pain, constipation, painful intercourse, urinary retention, erosion, vaginal infections, vaginal discharge, severe kidney infections, vaginal bleeding, psychological and emotional distress. It was reported that patient underwent mesh revision and partial removal on (B)(6) 2005 and on (B)(6) 2006. Additionally, it was reported she had a hemorrhoidectomy on (B)(6) 2010. (B)(4) ¿ constipation; dyspareunia; vaginal infection; kidney infection; psychological distress; emotional distress.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. This is one of two medwatches being submitted. See also medwatch 2210968-2013-00573. The same patient is represented in each medwatch.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient underwent gynecological procedure on (B)(6) 2004 and mesh was used. The patient experienced pain, erosion of her internal bodily tissue and other injuries, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.